Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Helix, fully extended, measured .073 within specification. Mechanical inspection revealed helix fully extended within six turns and retracted within five turns. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported, during an implant procedure, the helix continously advanced without manipulation. Consequenlty, this lead was withdrawn and replaced without incident. No patient complications have been reported as a result of this event.